Manufacturer narrative:
B5: it was further reported the supply bag became disconnected from the tubing of the cassette. H10: the device was received for evaluation. A visual inspection was performed with the naked eye with no issues noted. Functional testing including leak, clear passage, and clamp function testing was performed with no issues noted. The device was tested on an in-lab homechoice device and no alarm or issues occurred. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell two of four of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a loose connection between the supply line of the homechoice cassette and the supply bag that led to this alarm. Renal therapy services (rts) assisted with ending the therapy. There was no report of patient injury or medal intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.